Event description:
Non-osseointegration of dental implants can be divided in two modes. The failure to, sufficiently, osseointegrate after insertion (e.g. Failure within the 1st year) and loss of osseointegration of implants that were initially osseointegrated. The reasons for these failures are multi-factorial and might include, but are not limited to, host response (foreign body reaction), overloading, bacterial induced inflammatory processes, overheating of bone during implant site preparation/insertion, smoking or medical status/medication of the patient. Insufficient oral hygiene, ill-fitting prosthetic components or remnants of cements also can play a considerable role, especially in late failures. The instruction for use of the respective implant systems inform the use rs that a 100% implant success rate cannot be guaranteed and provides further information where appropriate. The performed investigation showed no indications that the product is not conforming to dmr. Based on the available information, nobel biocare cannot provide a final conclusion as to why the customer experienced difficulties.